Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump passed the self test. No unexpected missing segments/ partial display noted during testing. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received cracked retainer and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s screen would occasionally turn white but they could still bolus and do everything else. The customer¿s blood glucose level was unknown. The customer described the display anomaly like a highlighted white screen. Troubleshooting was performed. The customer stated it was possible the insulin pump was dropped because they had three kids and were taking care of them. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.